Manufacturer narrative:
B.5. Additional event description added. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), additional considerations for patient selection, and anatomical requirements for use of the trunk-ipsilateral leg endoprosthesis include, but are not limited to, minimal thrombus or calcification in the proximal aortic neck.

Event description:
It was reported that there was thrombus and plaque located in the patient's superior aortic neck that could have contributed to the proximal type I endoleak.

Manufacturer narrative:
Concomitant medical products and therapy dates: tylenol, albuterol, lipitor, tessalon, vitamin d, coreg, benadryl, prednisone, aspirin, prilosec, nitrostat, warfarin. The device remains implanted, so evaluation of the actual device was unable to be completed. Images were provided, and an imaging evaluation was performed. The review of the manufacturing paperwork verified that the lot met all pre-release specifications. Images were provided, and the imaging evaluation stated the following: on the (B)(6) 2019 CT, there appears to be a proximal type I endoleak. One CT time point was received for review. Unable to confirm aneurysmal growth with the images received. On the (B)(6) 2019 angiogram, there appears to be aortic extenders implanted in the proximal end of the trunk-ipsilateral leg component that extend proximal to the renal arteries. On the final angiogram, there still appears to be an endoleak of indeterminate origin. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was noted that the patient's lowest accessory renal artery, located on the patient's left side, was preserved during the initial procedure. It was reported that follow-up CT identified a proximal type I endoleak on the trunk-ipsilateral leg component. No aneurysm enlargement was reported. On (B)(6) 2019 a revision was performed. Reportedly a 5cmx59mm gore® viabahn® vbx balloon expandable endoprosthesis was used to extend the patient's lowest accessory renal artery to preserve the patency of the artery (periscope technique). Three aortic extender components were used to treat the endoleak. Reportedly the endoleak was resolved. A leak was noted between the gore® viabahn® vbx balloon expandable endoprosthesis and an aortic extender component (gutter leak). The leak will reportedly be monitored. There were no further reported issues. The patient tolerated the procedure.